Manufacturer narrative:
On 27 may 2016 it was confirmed that the screw will not be returned. On 08 june 2016 the r&d project manager performed a preliminary investigation and commented as follows: the screw is made in (B)(4) that is a less hard material compared to the metal cutting guide produced in (B)(4). In case of not good alignment of the screws during insertion, it could happen that the head of the screw comes into contact with the side of the cutting guide; in this situation and in particolar using the screws in combination with motorized adapter, the friction could generate metal shaving coming off from the screw head. The bend screw direction in combination with a motorized use could be the cause of the metal debris. The image attached to the complaint has been analyzed but does not add any useful element to the preliminary investigation. Batch review performed on 10 june 2016. (B)(4).

Event description:
During surgery the single use screw pack got stuck in the gmk metal 4 in 1 cutting block after the respective cuts were made. They produced metal shavings. The shavings were recovered. There was no delay in surgery. The surgery was completed successfully.

Manufacturer narrative:
On 26 june 2016 it was prepared a final report with the information already submitted in the initial report. On 27 june 2016 the report was sent to the initial reporter and the case was closed.